Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was working without any issues as per further troubleshooting. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this hemosphere monitor with flotrac, the parameters displayed were not correct. The monitor was replaced with another one and the issue was solved. No further information was available regarding the values provided by the monitor or whether any error messages were displayed. The patient was not treated according the wrong values provided. There was no allegation of patient injury. Patient demographics unable to be obtained. As per further troubleshooting by the tech service engineer, the device was found working without any issues and no inaccurate values were provided. The device was not available for evaluation since as per further testing the device is working normally.

Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Manufacturing and expiration days were added in their corresponding fields. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.